Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be verified. To further investigate, a functional test was performed. The reported event was duplicated. The pump was found to be displaying "46011" error code alarm message during the investigation, instead of 41786. Due to corruption date, time and patient data lost messages were found in the pump's event history logs. The event was determined to be due to a defective mpu board. The mpu board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code 41786 during testing. There was no patient, or clinician injury associated with this event.